Event description:
It was reported that the stylus would not work. The pen was replaced with 4 different pens, and still no reaction on the screen. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).